Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there daughter were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 549 mg/dl at the time of hospitalization. Customer¿s another blood glucose level was 416 mg/dl. Customer was using insulin drip and now in pens for high blood glucose level. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had nausea, vomiting other urinating a lot, drinking a lot and unusual smell on the breath symptoms. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).